Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain / pain') and genital haemorrhage ('irregular bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coccyx pain, assault, pain in limb and neck pain. Concurrent conditions included frequency urinary, kidney stone, flank pain, dysuria, urinary urgency, myalgia, urinary tract infection, degenerative disc disease, contusion, menstruation irregular, neck pain, fibrocystic breast disease, diffuse cystic mastopathy, gonorrhea, trichomoniasis, perineal pain, endocervical squamous metaplasia, adenomyosis, paratubal cyst, drug allergy, altercation and joint pain. Concomitant products included azithromycin (zithromax), ceftriaxone, ceftriaxone sodium (rocephin), doxycycline, doxycycline hyclate, ibuprofen and metronidazole (flagyl). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), the first episode of alopecia ("hair loss") and pruritus ("itchy skin"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthritis ("autoimmune disorder type of disorder: arthritis") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, fibromyalgia and arthritis had resolved and the back pain, dyspareunia, migraine, pruritus, vaginal haemorrhage, menorrhagia and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthritis, back pain, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage, vulvovaginal pain, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2013: there is slight bibasilar dependent atelectasis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, fibromyalgia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received ¿ new event vaginal hemorrhage, menorrhagia, fibromyalgia, arthritis and alopecia were added. Seriousness of abdominal pain, pelvic pain, and outcome of abdominal pain, pelvic pain, genital hemorrhage, vulvovaginal pain and lower abdominal pain were updated. Product information indication, date of insertion and model number were update. Patient information date of birth and race were added. New reporter and consumer address were added. Medical history, concomitant medication (zithromax, rocephin, doxycycline, flagyl, ceftriaxone, doxycycline hyclate, ibuprofen) and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss") and pruritus ("itchy skin"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, migraine, alopecia, pruritus, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, genital haemorrhage, migraine, pelvic pain, pruritus and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-nov-2018: legal complaint received: this case became incident. The following events were added : abdominal pain, vaginal pain and severe cramping. Essure insertion date and model updated. Essure removal date was added. Reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.